Event description:
During follow-up, the device was found in back-up mode. The device was explanted and replaced and the patient's condition was stable following the procedure.

Manufacturer narrative:
Upon receipt, the device was in back-up operation mode. The device image was evaluated and the cause of the backup operation was due to multiple rf interrupts that occurred within a short period of time that triggered two event queue overflow resets to occur within 32 seconds of each other. The cause of the reported event was due to a known issue with the rf integrated circuit. As a result of this finding, abbott is performing further investigation.